Manufacturer narrative:
This report is being submitted to correct information provided in a previously submitted MDR. New information was received in the second follow-up MDR, but the associated device problem code was not properly updated. The investigation was therefore reopened and reworked to incorporate the newly reported information and corrected coding. H6 ¿ medical device problem code: the previously reported code a150203 (difficult or delayed positioning) was submitted in error. This has been corrected to a150202 (malposition of device) to accurately reflect the reported device issue. Updated investigation summary: investigation summary . Major bleed/thrombocytpenia: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the cause of the issue was unable to be determined as no product was returned and limited clinical information was provided on how pump's position became suboptimal

Manufacturer narrative:
B5 additional information was received. E1 added zip code extension as it was omitted from the initial report that was submitted.

Event description:
Additional information was received. Difficult to place or position: there was no difficulty placing the device and it was optimally placed in the operating room. Device repositioning: transthoracic echocardiogram windows were suboptimal post surgical, however we were able to visualize the bend on the impella 5.5 in the left ventricle pod#2 and repositioned successfully by pulling back one centimeter to optimize. No further positioning issues and no ill effect on the patient. Major bleeding/hemostasis/blood transfusion/thrombocytopenia: double valve replacement on a critically ill patient with long bypass run and with multiple risk factors, endocarditis and multiple co-morbidities including renal disease. Discussed high risk of mortality in the operating room with the family prior to the start of the case. The patient had no additional options other than this high risk procedure with anticipated intraprocedural and post procedural risk. Anticipated to require multiple blood products. Bleeding and transfusions unrelated to device. The patient was stabilized and ultimately did great and left the hospital.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. Post extubating placement signal alarm was noted. The impella 5.5 was pulled back one centimeter (cm). Alarms resolved with repositioning. The team elected to leave the impella at 6.2 cm due to poor visualization on echocardiogram and resolution of placement signal and suction alarms. Additionally, the patient experienced oozing from all sites. Heparin-induced thrombocytopenia (hit) panel was sent and systemic anticoagulation was put on hold. The patient was administered two units of packed cells and platelets. The patient continued on support until the device was successfully weaned.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Major bleed/thrombocytpenia: the cause of the injury was not determined due to insufficient clinical details. Difficult to place or position: the logs confirm placement signal low alarms and show no significant change or abnormalities with the 5s parameters. The logs show an applied placement signal offset of about 7mmhg after an adjust left ventricle (lv) notification was triggered. The log analysis shows that the placement signal low alarms were triggered correctly and logs align with clinical details of pump being deep. The cause of the issue was unable to be determined as no product was returned and limited clinical information was provided on how pump's position became suboptimal. Device history review: the device passed all the post sterile inspection checks.